Manufacturer narrative:
(B)(4). Date sent: 6/24/2016. Batch # unk. Additional information requested and received: what color cartridges and type (ecr or gst) were used and what order of firing? Ecr60b on the stomach and ecr60w on the bowel. Was buttressing material used? No. Was there any issue with staple formation is initial procedure? No. How was the bleeding identified and how long after initial procedure? With the drains/during the night after surgery. How was the bleeding addressed? Some resulted in a re-operation. In the other cases, it was perioperative bleeding which was very difficult to stop (clips and suturing). (It was not mentioned by the sales rep how many resulted in a re-operation). What is the current patient status? Ok.

Event description:
It was reported that after an unknown procedure, major bleeding, which resulted in the re-operation of the patient.